Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that acute stent thrombosis and chest pain occurred. The target lesion was located in the left anterior descending artery (lad). After predilation, a 2.75 x 38 synergy ii drug-eluting stent was implanted and post dilation was done. However, the patient had chest pain. About 45 minutes later, it was noted that the lad was occluded. A non-bsc aspiration catheter was used to aspirate the thrombus and the patient was given integrillin and was transferred. No further complications were reported and the patient's status was fine.